Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in a patient. Post-procedure, it was noted that the patient presented with a prolonged pr interval, left bundle branch block, and a wenckebach-type atrioventricular block. The patient was hospitalized for monitoring of heart rhythm. On (B)(6) 2025, the decision was made to implant a permanent pacemaker.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of heart block was reported. Heart block is a well-recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated there was no calcification extending beneath aortic annular plane in the interventricular septum. Based on all available information, a cause for the reported heart block could not be conclusively determined. The reported surgical intervention was under case specific circumstance as permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was successfully implanted in a patient. Post-procedure, it was noted that the patient presented with a prolonged pr interval, left bundle branch block, and a wenckebach-type atrioventricular block. The patient was hospitalized for monitoring of heart rhythm. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. No additional information was provided.